Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's dura needs 'repair' (unspecified). The patient is having other medical issues unrelated to the device. Management of the device is being explored durin this time. No additional patient's symptoms were reported. Additional information has been requested, a follow-up report will be sent when additional information becomes available.